Event description:
Additional information indicates that this system continues to exhibit high out of range shock impedance measurements. The measurements are reproducible with isometrics. The patient's crt-d has a battery status of explant. The physician plans to changeout the device in the near future and will consider replacing the rv lead also. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibited spikes in the shock impedance measurements, measuring greater than 200 ohms. The impedance would recover back into a normal range and then acutely spike again. Boston scientific technical services (ts) discussed troubleshooting efforts. At this time the patient will continue to be monitored. No adverse patient effects were reported. This product remains in-service.

Event description:
Subsequently, this patient underwent a generator replacement procedure for normal battery depletion (nbd). The crt-d was successfully replaced and the rv lead remains in-service. No additional observations have been reported.